Event description:
As reported, the balloon indicator of the 6f/7f mynx control vascular closure device (vcd) did not work. Button #1 was not pressed. After that, the manual compression was carried out to stop the bleeding. There was no reported injury to the patient. The device was intended for use in tfca treatment. Additional information was requested; however, the information was not obtained after multiple attempts. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.